Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H11: the actual device and a photograph of the sample were provided for evaluation. Visual inspection was performed on all the samples. The reported issue of leakage was easily identified into an outer pouch during the visual inspection of the returned sample; however, the leakage could not be easily identified during the visual inspection of the photo sample. Functional leak testing of the actual sample was performed, and leaks were identified from the administration spike port bonding area. The reported condition was verified. The cause could not be determined; however, the cause was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding in the returned sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked at the administration port. This was observed during setup. There was no patient involvement. No additional information is available.